Event description:
It was reported that during a 6 week follow up visit, x-rays showed that the construct located at l5/s1 was completely disassembled. The struts were no longer attached inside the endplates and were floating internally. A revision surgery was performed to remove and replace the construct. This is report three of four for this event.

Manufacturer narrative:
Corrections in b5 and h3. Additional information in d6b and h6: component, investigation type, findings, and conclusions. Device evaluation: the item was returned disassembled. There is no visual deformity on the items other than disassembly. Provided x-rays show the post-operative disassembly within the patient. Potential cause root cause was unable to be determined. This event could possibly be attributed to adverse post-operative events, patient factors or other unknown operational factors. DHR review per DHR review, the parts were likely conforming when they left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a 6 week follow up visit, x-rays showed that the construct located at l5/s1 was completely disassembled. The struts were no longer attached inside the endplates and were floating internally. A revision surgery was performed on (B)(6) 2021. The surgeon removed original hardware and replaced it. This is report three of four for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during a 6 week follow up visit, x-rays showed that the construct located at l5/s1 was completely disassembled. The struts were no longer attached inside the endplates and were floating internally. A revision surgery was performed where the original hardware was removed and replaced.this is report three of four for this event.

Manufacturer narrative:
Corrections in b5, d4: lot number and UDI number, and h4. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00113 to 3012447612-2021-00116.

Event description:
It was reported that during a 6 week follow up visit, x-rays showed that the construct located at l5/s1 was completely disassembled. The struts were no longer attached inside the endplates and were floating internally. A decision on further patient care has not yet been made. This is report three of four for this event.